Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (b)(), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (b)(), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was hit by a truck, by motorcycle, on (b)(46 2016. The patient stated that one of the leads had moved and the ins did not stimulate the same way as when it was first implanted. The patient said that the manufacturer representatives tried 4-5 times to reprogram/adjust the ins. The patient stated that they also had issues with the battery where it would last one month and since the accident it wouldn't even last a week/8 days without being charged; the patient noted that they only charged one time since the ins was placed and before the accident. The patient said the ins goes from 1/2 battery to nothing in one day. The patient also reported that it was taking longer to charge, the ins was damaged and got very hot when recharging. The patient stated that they have changed everything to try to get this to work and nothing has worked. Additional information was received from the manufacture representative (rep). It was reported that the patient called the rep on the day of the report regarding their issues. The rep noted that there was programming performed in (B)(6) 2016 and the notes said the patient was pleased. The patient did have access to a high dose program and claimed that they were required to charge once per week; the rep said that this was not outside of normal for the patient's parameters. The rep said that the patient was mainly interested in documentation for their insurance company and the rep directed the patient to the healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: conclusion evaluation code missed on initial report. If information is provided in the future, a supplemental report will be issued.